Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 480 mg/dl. The customer also received the lost sensor alert. While troubleshooting, the customer expressed dry mouth as a symptom related to her high blood glucose. The customer treated the high blood glucose with insulin pump therapy. The customer did not fully complete the troubleshooting. The customer stated that the insulin pump was working fine after an infusion set change. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.